Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.0 mm ticm120v4 implantable collamer lens, -22.0/+5.0/97 diopter in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2016 due to low vaulting and rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(6) this product is manufactured in the u.s. Is incorrect, correct data is this product is not manufactured in the u.s. Product evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic broken. (B)(4).